Event description:
The device screen intermittently displays "loss of signal."

Manufacturer narrative:
Attempts to acquire the required pt info are ongoing. Welch allyn will update this report when it has acquired this info.